Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined station screen went black due to bad controller board. A field service engineer replaced drawer controller board to resolve this issue. Customer confirmed was successfully able to inventory drawer 3.2. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station went black screen. Customer stated that incident resulted in a delay to patient care and there was no patient harm. However, there were no adverse events or injuries reported based on this event.